Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer complained of an overload failure error message. This message will result in a shut down situation attributed to arcing. There are no reports of pt injury or death associated with this event.